Manufacturer narrative:
Concomitant product: 507652 lead, implanted: (B)(6) 2010; 429688 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the hcp (health care provider) was not sure if the device is working properly. The caller stated that they can tell the device is pacing but they are not sensing all of the spikes on the machine. The local company representative was requested to come out and check the device. Follow-up was conducted with the local company representative for additional information. The representative reported that when he did the device check it was found to be undersensing of the r-waves on the right ventricular (rv) lead. They measured just 2mv bipolar. They were checked in the unipolar configuration and measured 9mv. The ventricular sensing for the rv lead was then programmed to unipolar which resolved the issue. It was noted that the patient was admitted to the hospital for heart failure exacerbation. It is unclear if the undersensing issue contributed to this diagnosis. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.